Event description:
"Alert: rv(right ventricular) lead noise warning on (B)(6) 2024. 1 or more v. Oversensing-noise episodes". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).